Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his right eye (od) on (B)(6) 2013. The patient reported he was experiencing halos in his vision and significant glare, especially indoors where there is a lot of lights. The icl remains implanted. The facility indicated the date of the last post-op visit was (B)(6) 2013 and they were unable to confirm the patient's report . The patient's visual acuity post-op at one month was 20/20.

Manufacturer narrative:
Pt weight: unk. Date of event: unk. Explant date: na. (B)(4) . Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4) .

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient was experiencing subjective visual disturbances ("halos and glare especially indoors where there a lot of lights") following icl implantation six months ago. According to the dcr, those symptoms were not present at the 1 month follow-up and were not related to the device icl remains implanted. No secondary medically or surgically treatment was performed/planned and va was 20/20. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported was still having problems with glare and approximately one month ago had corrective surgery to fix the issue. The patient reports the glare problem remains.